Manufacturer narrative:
Corrected data:device manufacture date: the device manufacture date was documented as dec 7, 2015 in the initial report. The device manufacture date has been updated as dec 4, 2015. Additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the bearings of the attachment device were damaged, and the nose cone was damaged. It was noted that the extension sleeve was damaged, was missing balls, the cage did not exist, and the ball bearings fell apart. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported from (B)(6) that the ring on the attachment device was ¿out¿. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.